Manufacturer narrative:
The pump was returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was reported that the patient went swimming with the pump and then noticed water in the battery compartment due to a crack in the case. At the same time, the pump alarmed with replace battery alarm even with a new battery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: during investigation, evidence of moisture corrosion was observed in the battery canister, with a leak. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated during investigation. The pump cover was removed no further moisture corrosion or intermittent conditions were found to the printed circuit board or continuous glucose monitoring board.